Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft was intended to be implanted during the endovascular treatment of an abdominal aortic ulcer. It was reported that upon opening the packaging and inspecting the device, a gap between the tip and graft cover was observed. The p hysician was concerned that the gap might damage the access vessel and so the device was not used. Another endurant ii stent graft was implanted instead. Per the physician the cause of the event was a device issue. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Additional information: it was confirmed that no damage was observed on the device packaging medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to event description; an "endurant stent graft" was intended to be implanted during the endovascular treatment of an abdominal aortic ulcer - instead of an "endurant ii stent graft". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was received with the external slider and graft cover fully advanced. The stent graft had been deployed prior to receipt of the device. The deployed stent graft was received alongside the device; no deformation was evident to the stent graft. Deformation was evident from the mid- section to distal end of graft cover. Kinks and spiral member separation was observed along the spiral member. Deformation was observed to the proximal end of taper tip, deformation that aligned with the taper tip deformation was observed to the distal end of the graft cover. The distal end of the graft cover appeared slightly flared. No gap was noted between the graft cover and the taper tip when the graft cover was fully advanced. It was possible to advance and retract the external slider; however, the deformation on the proximal end of taper tip caught the tip of the graft cover. No other deformation evident to the remainder of the device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.